Manufacturer narrative:
Testing has not yet been completed. An updated MDR will be sent upon testing completion.

Event description:
Hospital reported staff member had severe shoulder injury from attempting to move the bed and received treatment at ER. Hospital reported bed in working condition and proceeded to place into patient use.

Manufacturer narrative:
Out of an overabundance of caution the type of report was originally submitted as a '5-day' as we did not have all information available at the time of the initial report. It has been updated to '30-day'. Testing of the bed found that unit passed all testing with no problems found.